Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 38831114 and lot number 2273081. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither picture samples of the product nor physical samples were available for return, a thorough sample analysis could not be completed. Based on the limited investigation results, an exact cause could not be determined for this reported incident.

Event description:
It was reported that while using the bd insyte¿ IV catheter 24ga 7 were defective. The following information was provided by the initial reporter, translated from spanish to english: when reviewing the medical device to perform the venipuncture, it is evident that catheter is "flowered".

Event description:
It was reported that while using the bd insyte¿ IV catheter 24ga 7 were defective. The following information was provided by the initial reporter, translated from spanish to english: when reviewing the medical device to perform the venipuncture, it is evident that catheter is "flowered".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.